Manufacturer narrative:
Investigation activities confirmed the e2k-e2k laser connector between the probe and portable connector module was thermally fused. A review of site history showed that a 5-year preventiv maintenance was performed on (B)(6) 2021, with the laser passing all tests. The neuroblate system instructions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." -"a non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient" no harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. Note: date received by manufacturer reflects the date the investigation activities were completed.

Event description:
During an ablation procedure, it was reported that the laser connection to the pcm had been burned and was melted. We replaced the pcm with a back up and replaced the probe and the problem was resolved. There were no patient complications reported in relation to this event.